Event description:
This report was rec'd via a lens return. Upon follow-up with the surgery nurse, she indicated that at the time the ophthalmologist opened the intraocular lens package, the haptic was broken. The intraocular lens was returned to pharmacia & upjohn for investigation. Results of the investigation are pending.